Manufacturer narrative:
The report of ¿cannot connect; ipg not responding¿ was confirmed. Analysis of the returned ipg found this was due to the device being in service app, last battery time stamp was (B)(6) 2023, which is consistent with the day it entered service app.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is receiving a cannot connect to generator message. Surgical intervention may take place at a later date to address the issue.